Event description:
The complainant alleged that during the incoming inspection of the product, the device failed the defibrillation self test by not displaying the appropriate "test ok" message also, the device's ECG base line was noisy with paddles installed in the wells. The complainant indicated that there was no pt involvement in the reported failure.